Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to reposition, remove, and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A health care professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was later repositioned, but this did not resolve the problem. The lens was later exchanged for a longer length lens and the problem was resolved. Cause of the event was user error.